Event description:
It was reported that the broach neck adapter is warped. Surgical delay was unknown.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary according to the information received, ¿it was reported that the broach neck adapter is warped. Surgical delay was unknown¿. The product returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that actis broach sz 8 has the proximal post deformed and several deep circular scratching were observed all over the surface of the post. No other defects were observed. The observed condition of the device can be attributed to a combination of heavy usage, locking down on the lever locking mechanism of the broach handle while the device is not being seated all the way and usage of excessive force in a prying motion. A dimensional inspection and functional testing were not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the actis broach sz 8 would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.